Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for contraception. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: satisfactory placement of both essure confirmed. On (B)(6) 2015: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events of severe pain (regarded as pelvic pain) and bleeding (regarded as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. C35388, cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 and ectopic pregnancy in 2010. Previously administered products included for an unreported indication: paragard in 2012, mirena in 2012, wellbutrin and lexapro. Concurrent conditions included body mass index normal, depression, intramural leiomyoma of uterus, abdominal bloating and uterine fibroid. Concomitant products included anovlar (loestrin) in 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("severe bloating unable to carry my children in my arms") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), alopecia ("hair loss"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), irritability ("irritable,") and crying ("crying all the time"). The patient was treated with surgery (hysterectomy and salpingectomy for removal of essure device on(B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension and dysmenorrhoea had resolved and the genital haemorrhage, fatigue, hormone level abnormal, weight increased, alopecia, anxiety, irritability, crying, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, crying, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, irritability, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: expanded coils that appeared trailing into the uterine cavity was 5 and 7. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: satisfactory placement of both essure confirmed. Ultrasound pelvis - on (B)(6) 2015: device in expected location, essure device seen. Ul-2015: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. C35388 manufacture date: mar-2014, expiration date: mar- 2017. Cs000su manufacture date: 26-feb-2015, expiration date: 28-aug-2017 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. C35388, cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 and ectopic pregnancy in 2010. Previously administered products included for an unreported indication: paragard in 2012, mirena in 2012, wellbutrin and lexapro. Concurrent conditions included body mass index normal, depression, intramural leiomyoma of uterus, abdominal bloating and uterine fibroid. Concomitant products included anovlar (loestrin) in 2015. In may 2015, the patient experienced weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("severe bloating unable to carry my children in my arms") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), alopecia ("hair loss"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), irritability ("irritable,") and crying ("crying all the time"). The patient was treated with surgery (hysterectomy and salpingectomy for removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension and dysmenorrhoea had resolved and the genital haemorrhage, fatigue, hormone level abnormal, weight increased, alopecia, anxiety, irritability, crying, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, crying, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, irritability, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: expanded coils that appeared trailing into the. Uterine cavity was 5 and 7. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in july 2015: satisfactory placement of both essure confirmed ultrasound pelvis - on (B)(6) 2015: device in expected location, essure device seen ul-2015: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. C35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 and ectopic pregnancy in 2010. Previously administered products included for an unreported indication: paragard in 2012, mirena in 2012, wellbutrin and lexapro. Concurrent conditions included body mass index normal, depression, intramural leiomyoma of uterus, abdominal bloating and uterine fibroid. Concomitant products included anovlar (loestrin) in 2015. In (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal distension ("severe bloating unable to carry my children in my arms"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), crying ("crying all the time") and irritability ("irritable,"). The patient was treated with surgery (hysterectomy and salpingectomy for removal of essure device on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal distension and abdominal pain lower had resolved and the genital haemorrhage, vaginal discharge, fatigue, weight increased, alopecia, hormone level abnormal, anxiety, abdominal pain, crying and irritability outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, crying, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, irritability, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: expanded coils that appeared trailing into the.uterine cavity was 5 and 7. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in july 2015: satisfactory placement of both essure confirmed ultrasound pelvis - on (B)(6)2015: device in expected location, essure device seen ul-2015: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6)2018: outcome of events cramping updated from unknown to resolved/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. C35388, cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 and ectopic pregnancy in 2010. Previously administered products included for an unreported indication: lexapro and wellbutrin. Concurrent conditions included body mass index normal. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal distension ("severe bloating unable to carry my children in my arms"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), crying ("crying all the time") and irritability ("irritable,"). The patient was treated with surgery (hysterectomy and salpingectomy for removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, hormone level abnormal, anxiety, abdominal pain, crying and irritability outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, crying, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, irritability, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram in (B)(6) 2015: satisfactory placement of both essure confirmed ultrasound pelvis on (B)(6) 2015: device in expected location, essure device seen ul-2015: hysterosalpingogram (hsg - cont.) Full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, laboratory data, were added. Updated suspect drug indication. Lot number added. Events irritable,dysmenorrhea, vaginal discharge, fatigue, weight gain, hair loss, severe bloating, hormonal changes, anxiety, abdominal pain, crying all the time and cramping were added from pfs and updated events and event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. C35388, cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 and ectopic pregnancy in 2010. Previously administered products included for an unreported indication: lexapro and wellbutrin. Concurrent conditions included body mass index normal, depression, intramural leiomyoma of uterus, abdominal bloating and uterine fibroid. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal distension ("severe bloating unable to carry my children in my arms"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), crying ("crying all the time") and irritability ("irritable,"). The patient was treated with surgery (hysterectomy and salpingectomy for removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, hormone level abnormal, anxiety, abdominal pain, crying and irritability outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, crying, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, irritability, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: expanded coils that appeared trailing into the. Uterine cavity was 5 and 7. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: satisfactory placement of both essure confirmed ultrasound pelvis - on (B)(6) 2015: device in expected location, essure device seen ul-2015: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case became medically confirm, concomitant condition, reporter added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for contraception. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: satisfactory placement of both essure confirmed on (B)(6) 2015: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events of severe pain (regarded as pelvic pain) and bleeding (regarded as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.